Manufacturer narrative:
The incident device was discarded by the customer. If additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a hysterectomy procedure, the insulation had become dislodged from the electrode. At this time, they stopped using the electrode. There was no patient injury involved. The incident electrode was discarded and is not available for evaluation.